Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a rapid voltage drop on the reported event date along with "replace battery" alarms. The pump was tested with an external power supply and was found to be drawing excessive current. The pump was opened and the old display was reconnected. The pump powered on normally with functional auditory and vibratory features and all pump current readings were then found to be within specification.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that after falling on the ice the pump starting beeping and when her son removed the battery from his pump, the battery was hot. There is no alleged blood glucose excursion. This complaint is being reported due to the allegation that the pump overheated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.